Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to power on. The philips remote service engineer (rse) analyzed the logfile and determined that there were intermittent errors related to the launch of the rgb module media wall. The philips has sent quote for evaluation and repair service to customer however the system was not covered by contract and customer did not approve the quotation. As a result, no service has been carried out by philips. There has been no additional information received to date. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to power on. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.